Event description:
The patient called to report a frozen screen and loud tone. The patient stated that time on the screen was not advancing. Troubleshooting was performed, but the issues were not resolved. Advised the patient that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.